Manufacturer narrative:
Batch review performed on (B)(6) 2019: gmk sphere general set, ref 11.01002, lot 1901027: (B)(4) items manufactured and released on 27-feb-2019. Expiration date: 2024-02-14. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Considering the specific component femoral impactor/ extractor, ref77.11.0063, lot mat27910 ((B)(4) pieces): this is the 4th case received for the breakage of the central body. Additional item involved in the event (same issue, different lot): gmk sphere general set, ref 11.01002, lot 1810920: (B)(4) items manufactured and released on 16-jan-2019. Expiration date: 2024-01-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Considering the specific component femoral impactor/ extractor, ref77.11.0063, lot mat26932 ((B)(4) pieces): this is the 2nd case received for the breakage of the central body. The other complaint is [(B)(4)]. Visual inspection performed by r&d project manager: from the visual inspection it is not possible to identify the real cause of the breakage because of the lack of the broken part. We can imagine that the breakage could be happened due to excessive tightening force applied during femoral implant fixation and, as reported on the complaint form, the surgeon tried to adjust the flexion of the femoral component.

Event description:
When the surgeon impacts the trial femoral component, two femoral impactor broke (central body). The reason for the breakage is that the force was applied to correct the flexion of the trial femoral component. The surgery was completed with another company's instrument which was stored at the hospital.